Manufacturer narrative:
(B)(4).

Event description:
It was reported during remote monitoring of the patient an inappropriate shock was observed. This event was followed by a fast ventricular response. To address this issue, the patient's medication was modified. The implantable cardiac defibrillator remained implanted. No adverse consequence to the patient were reported.

Event description:
It was reported that a patient received inappropriate shock due to atrial fibrillation with rapid ventricular response. Medication changes were made. The device remains implanted. The patient was okay afterwards.